Event description:
It was reported that the patient who was last operated on (B)(6) 2026, had to undergo revision surgery with u blade. According to the surgeon, the grub screw felt loose during explanation, even though it had been correctly positioned and even locked ¿hand-warm¿ during this surgery on (B)(6) 2026. To the physician, the u-blade (femoral neck screw) also appears to have medialized after revision. The x-ray was provided. The revision was performed on (B)(6) 2026. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.